Event description:
Patient was admitted stating she had been shocked 17 times by her ICD. Her ICD was interrogated and rhythms were not able to be obtained, however her rv lead impedence had increased. This is believed to be a lead issue as the patient was in atrial flutter and the ICD was interpreting the rhythm as it was a shockable rhythm.